Event description:
A revision surgery has been performed to exchange a broken inlay.

Event description:
A revision surgery has been performed to exchange a broken inlay.

Manufacturer narrative:
Updated catalog number based on additional information. An event regarding a revision due to a broken insert involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. The exact cause of the event could not be determined because of a lack of information. Further information such as the returned device is needed to complete the investigation for determining the root cause.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.